Event description:
Initial review of incident did not indicate that the issues were reportable. Subsequent review of device internal memory indicates that the device issued 6 shock advisories and that the product was turned off in response to the 5th advisory. During the entire event, the device analyzed and made appropriate shock/no shock decisions; the device appeared to perform according to specifications. Because it cannot be conclusively determined if delivering a shock would have benefited the pt, or if the event were to recur in different circumstances would impact pt outcome, the event is being filed.

Manufacturer narrative:
This event is being filed since it cannot conclusively be determined that if a similar event should recur in the future that the device could cause or contribute to death or serious injury.